Manufacturer narrative:
Additional information related to auto mode and event has been received which was not included with the initial report. The updated information has been provided with this report.(B)(4).

Event description:
It was reported that date on insulin pump was in june and not january on insulin pump. The customer's blood glucose was dropped down to 23 mg/dl due to too much insulin given to customer and had to go to hospital. Intravenous fluids were given to customer in emergency room and they stayed in the hospital over night in the emergency room. The customer reported they were exited from auto mode and auto mode was not active and automatically adjusting insulin delivery during the event. The customer reported the bolus wizard indicated 10 units of insulin being delivered and the customer stopped the bolus at 9.8 units and customer never took a 10 unit bolus. Based on customer report customer was not alleging over delivery of insulin without user input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 23 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged insulin over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device monitored for several days and no unexpected bolus delivery noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.